Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error found in the pump history due to software error. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call multiple insulin pump error alarms on the insulin pump. The patient's blood glucose level was 6.3 mmol/l. The insulin pump received a software error detected alarm along with the motor arm unable to communicate with the main arm alarm. The caller was advised the device would be replaced due to the software error detected alarm. The caller was advised to discontinue use of the device and revert to a backup plan. The caller was advised that the device would be replaced and agreed to return the product for analysis.